Manufacturer narrative:
The device and angiograms were not available for investigation. From the complainant report the patient had severe circumferential calcification of both legs resulting in a luminal diameter <6mm. The IFU warns do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. Three failed attempts occurred during preclose step for proglide; it was then decided to use manta for closure. Post angiogram showed filling defect and possibly extravasation, and full compaction of collagen was visually verified by checking the gray band on the lock advancement tube. Multiple covered stents were placed to resolve the filling defect. A follow up angiogram showed extravasation distal to the access site, the covered stents showed no dimpling. Therefore, the root cause of the stenosis is suspected to be a dissection and not the manta implant in the vessel. Dissections are a common large bore procedural complication; therefore, the cause cannot determine to be from the manta device or during the procedure. However, the user utilized manta against several IFU warnings due to those conditions possibly allowing for creation of a dissection. The IFU precaution states in the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the adverse event , use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to resolve the event. The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention have been identified as adverse events related to the deployment of vascular closure devices in the IFU. Risk documentation has been reviewed and this is a known risk of the device. Device history record could not be reviewed due to the lot number involved in this incident not being reported.

Manufacturer narrative:
The us IFU lists other access site complications leading to extravasation, and stenosis requiring endovascular intervention as possible adverse events related to the deployment of vascular closure devices. In addition, the us IFU warns - do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in < 6mm in diameter for the 18f manta. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019 at weill cornell medical center. The patient had severe calcification and an intraluminal diameter < 6mm. The physician made three attempts to begin the closure process with another closure device prior to the tavr. All three attempts failed and the physician chose to use manta 18f vascular closure device. The tavr was successful. Following deployment of manta 18f a post closure angiogram showed a filling defect. The physician placed one and possibly more than one covered stent at the site. Some extravasation was clearly seen following stent placement. The patient was "stable and in good condition" following the procedure.